Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: there was no visible insulin observed in the cartridge compartment. No damage found to cartridge compartment or battery compartment. Inspection of the piston rod shows no irregularity; rod is in center. The returned battery cap fits securely to the pump and was used to complete all testing. The cartridge cap was not returned; a new test cap was able to fully tighten to the pump and was used to complete all testing. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. The total daily dose on date of the event adds up correctly. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient came home from school today with a blood glucose (bg) over 600mg/dl with frequent urination and large ketones. The reporter stated that the infusion set was changed, corrected and waited one hour and bg did not come down. The reporter then removed the cartridge and noticed a large amount of insulin in the cartridge compartment. The reporter denied cracks and stated that the luer lock was tight. The reporter also stated that the piston moves inside the compartment is off center and lopsided. The reporter denied any different sounds. The patient is off the pump and taking injections. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.